Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal 22mmx 120mm stent was used in the duodenum during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a 4 cm malignant stricture. Reportedly, the patient¿s anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent failed to deploy and the handle detached from the outer sheath. Reportedly, the stent was difficult to reconstrain but was removed from the patient fully constrained on the delivery system. A wallflex enteral duodenal 22 mm x 90 mm stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿ note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed.

Manufacturer narrative:
Evaluation report of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by 12mm. The shaft was dissected at the proximal end of the clear outer sheath. The distal end of the inner and the stent were withdrawn from the outer sheath and no issues were noted with their profiles. The proximal end of the outer sheath was dissected and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. The outer sheath was kinked, stretched and accordioned 122mm distal to the proximal end of the sheath. It was also observed that the distal handle had detached from the outer sheath. During the product analysis, the investigator was able to reconstrain and deploy the stent by retracting and advancing the outer sheath by hand. The investigator observed that the stainless steel handle was severely kinked. It was noted however that some resistance was noted in the movement of the outer sheath which may have been due to the bending of the stainless steel handle. Based on the event description and the condition of the returned device, it is likely the noted damages were due to procedural factors such as maneuvering of the device and/or tortuous anatomy. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.